Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a coronary artery bypass grpaft (CABG) was performed due to recurrent angina. Two lesions were located in the left anterior descending coronary (lad) artery. The target lesion had a reference vessel diameter of 3.0mm and the lesion length was 10mm with 100% stenosis. A 3.0x12mm liberte stent was implanted. Residual stenosis was 0%.the patient was discharged five days post index procedure, recurrent angina was identified and an urgent CABG was performed. No additional information about the CABG was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.